Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to the balloon had burst. Based on the device analysis and the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, and no abnormalities were reported during the assembly process. It is possible that the factors encountered during the procedure, the technique used by the physician and/or the interaction with the scope could have caused the balloon to burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received a hurricane rx dilation balloon device with no associated information. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and this event has been deemed reportable based on the investigation results of balloon burst. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.